Manufacturer narrative:
Age, weight and ethnicity: information unknown/not provided. Date of event: information unknown/not provided. If implanted, give date: the date that the dib00v lens was implanted is unknown/not provided. The cartridge of dib00v is not an implantable device. If explanted, give date: not applicable as the dib00v lens remains implanted. The cartridge of dib00v is not an implantable device; therefore, not explanted. Initial reporter phone: (B)(6). This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge of an intraocular lens (iol) got cracked from the tip to the base with a snap during implantation into the eye. The surgeon implanted the lens without a change to complete the operation as the insertion of the lens into the eye had already been started. The setting of the device was done with ovd (ophthalmic viscosurgical device) as usual and there was no problem. The cartridge was suddenly torn, but it did not seem that any debris from the cartridge entered to the eye. There was no impact on the patient as of to date and the lens remains implanted; however, the patient is under observation. It was indicated that when putting the ocular mucilage agent, it is loaded by removing it from the tray, but it is not loaded when it is extremely upright. From the setting, it went smoothly as usual, and extreme movements were not performed. Leaving time after adding eye mucilage was within 3 minutes. No resistance during extrusion was reported. The lens folded in the cartridge was not left unattended and the when pushing the plunger, it about 1 second without stopping or pushing it back. There was no patient injury reported.

Manufacturer narrative:
Corrected data: in review, it was noted that the patient's race and ethnicity was inadvertently not entered in the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino . Section a5: race: asian . Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer: yes . Section d9: date returned to manufacturer: jan 11, 2022. Section h3: device evaluated by manufacturer: yes . Device evaluation: customer provided photo and movie for review, in which a cartridge crack was observed during insertion confirming the complaint issue. Based on the video quality of movie provided the plunger rod could not be confirmed to be contributing to the cartridge crack complaint issue. The returned complaint product was evaluated reconfirming the cartridge crack, however this can be attributed to an inadequate amount of ovd used during insertion as implied by the trace amounts of viscoelastic residue observed in the returned cartridge. No complaint lens was received for evaluation. The plunger rod was observed to be fully advanced. The handpiece was externally evaluated and no assembly issues were observed, however a cartridge crack and cartridge tip damage were observed, and no other defects were observed. The handpiece was disassembled and no assembly issues or defects were observed. Trace amounts of viscoelastic residue was observed in the cartridge which suggests an inadequate amount of ovd was used during loading and insertion which may contribute to deployment issues (including the defects listed in this evaluation). The complaint issue was confirmed; however, this cannot be confirmed to be related to manufacturing (refer to previous statement regarding inadequate ovd usage) and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed one additional complaint similar to the reported complaint issue was received, but was not confirmed to be related to manufacturing based on investigation results and therefore, no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.